Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to the oversensing of noise. The doctor has elected to program the therapy off as the patient's condition has improved. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to the oversensing of noise. The electrogram was railing up and down and the r-wave amplitudes were diminished. The shock occurred while the system was programmed to the secondary sensing vector. Technical services discussed bringing the patient in for some testing in the other sensing vectors. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The electrogram was railing up and down and the r-wave amplitudes were diminished. The shock occurred while the system was programmed to the secondary sensing vector. Technical services discussed bringing the patient in for some testing in the other sensing vectors. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to the oversensing of noise. The doctor has elected to program the therapy off as the patient's condition has improved. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to the oversensing of noise. The electrogram was railing up and down and the r-wave amplitudes were diminished. The shock occurred while the system was programmed to the secondary sensing vector. Technical services discussed bringing the patient in for some testing in the other sensing vectors. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to the oversensing of noise. The doctor has elected to program the therapy off as the patient's condition has improved. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to the oversensing of noise. The electrogram was railing up and down and the r-wave amplitudes were diminished. The shock occurred while the system was programmed to the secondary sensing vector. Technical services discussed bringing the patient in for some testing in the other sensing vectors. There were no additional adverse patient effects. The system remains implanted.